Manufacturer narrative:
(B)(4) . Concomitant product(s) a: 00902803000, fem stem lge 140 stem, 53261600. A 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., 12841400. A 00672800500, acetabular liner standard 28 mm, 55205700. A 00661005202, f/m acet shell 52od w/hle, 13529200. A 00662406525, bone screw self-tapping 25 mm. A 11020130, bone cement, 76341708. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00003.

Event description:
It was reported that the patient was revised approximately two years post-implantation due to loosening and metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Investigation results concluded the most likely root cause of the event is metallosis and bone loss which was not resolved in previous surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to metallosis, bone loss, cup and stem loosening. During the revision, no infection was found; entire posterior wall of the femur was missing; metallosis and osteolysis was found at the back of the cup. Bone graft was implanted in the acetabulum and depuy cup and liner were implanted. Legacy zimmer revitan stem and legacy zimmer versys head were implanted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.